Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples were subjected to a visual inspection for damaged tubing with no defects being identified. In addition, 30 out of the 100 samples were subjected to functional testing with no failures relating to damaged tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter. The customer stated: "I was just emailing to inform you that a butterfly tube had a hole in the line."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter. The customer stated: "I was just emailing to inform you that a butterfly tube had a hole in the line."